Event description:
It was reported that the patient had a radical retropubic prostatectomy (rrp) for prostate cancer 10 years ago. Two years later a sling was placed by dr. (B)(6), but the patient stated that it has lost some effectiveness. The patient is wondering if it can be removed and replaced as he is not interested in the artificial urinary sphincter (aus). Patient education coordinator informed him that only an urologist could answer that and recommended to find a physician in (B)(6).